Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that since implant, the pump had been moving inside the patient's body. It was further reported that the physician told the patient to wear the belly band longer, but that didn't help at all. No patient sign or symptom was reported.